Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, such as disconnecting and adjusting the tubing and delivering boluses. Despite the recurring occlusion alarm, the bolus was eventually completed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy.